Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Delivery anomaly-possible over delivery not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump properly paired with the guardian link 3 transmitter. The low setup was set to 90 mg/dl. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. The suspend before low alert with audio tone alert, aert before low with audio tone alert, and alert on low with audio tone alert functions properly during testing. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and keypad overlay texture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 30-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Reviewed the pump history file and found usersuspended (2) alarm on 01/30/2025 07:45:55.000 and on 01/30/2025 12:18:14.000. Reviewed the pump history file for pump errors/alarms 1 week prior to the event date 30-jan-2025 in the pump history file on the primary svn 000319083175 and found on 01/26/2025 13:31:00.000 faultnumber: lowbatteryalert (104) and on 01/26/2025 23:02:00.000 faultnumber: changebatteryfault (73). Earliest power data available per the power management tool/detail trace file is on 2/6/2025 1:01:59 am. There was no power data available for the date of 01/26/2025. Unable to check power data for low battery alert and replace batt alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert unknown. Changebatteryfault (73) unknown. There was no data available in the pump history file in october 2024. Unable to perform the history review 2 days prior to the event dates 09-oct-2024 and 10-oct-2024 in the pump history file to verify no delivery alarm on svn's (B)(6) and (B)(6) due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed absence of alarm, possible over delivery anomaly, difference between sensor glucose vs. Blood glucose values. Insulin delivery was not suspended. Customer reported blood glucose value of 245 mg/dl. Customer reported sensor glucose value of 389 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than or equal to 30%. Customer was admitted to emergency room and treated with glucose fluids due to hypoglycemia. Customer was unresponsive and yelling when admitted to emergency room. Blood glucose value was 79 mg/dl at the time of admission to emergency room. The event involved product(s) mmt-1884l, mmt-332a, mmt-399a, mmt-7040pa. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. Mmt-399a was requested and customer response was the device will be returned. Mmt-7040pa was requested and customer response was the device will be returned.